Event description:
The clinic reported an autotest failure. The gambro tech svc (gts) rep replaced balance chamber valve v87 due to an occlusion that was causing the valve to stick open. No pt involvement was reported.